Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as "hands were not washed properly" and "lack of aseptic technique during disconnection in the overnight therapy". The peritonitis was manifested by cloudy pd effluent and abdominal pain. It was reported the patient was hospitalized for the event the same day as event onset. The patient was treated with a loading dose of vancomycin (2g, intraperitoneal ongoing), ciprofloxacin (200mg), heparin sodium (1ml) and fluconazole (50mg, daily, oral, ongoing). The patient was discharged four days after hospital admission. At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. It was reported that the patient and caregiver were retrained on the proper aseptic technique. No additional information is available.